Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of a coronary stenting procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo lesion in the mid right coronary artery that was 90% stenosed. After implantation of a 3.5x38mm xience prime stent, a distal edge dissection was noted. A 3.5x15mm xience prime stent was used to successfully cover the dissection and complete the procedure. The patient is doing fine. There was no adverse patient sequela reported. No additional information was provided.